Event description:
Malfunction: rebooted system. The custom reported a system message displayed during surgery. The system was rebooted and the case was completed. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message displayed. The supervisor assembly was replaced. The system was then tested and met all product specs. The part has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).